Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor 10/15/2015, electrode belt 10/24/2015.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2020 while in the hospital not wearing the lifevest. It was reported that the patient had fallen and passed from cerebral bleeding. There is no indication that the lifevest caused or contributed to the fall or cerebral bleeding. Clinical review of the patient's download data revealed that on the day of passing, the patient received an inappropriate treatment at 11:01:57am from the lifevest during asystole, a non-life-sustaining rhythm. The patient remained in asystole following the treatment. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. There is no indication that the inappropriate treatment caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment.